Event description:
Patient reported obtaining back-to-back blood glucose results of 11 mg/dl and 147 mg/dl, while using the suspect device. Patient stated that she also tested a non-diabetic relatives' blood glucose, using the suspect device, with results of 592 mg/dl and 126 mg/dl (back-to-back). Patient noted that no action was taken based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.